Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). (B)(6). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator was failing flow accuracy test. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 25jun19. Conclusion/root cause of failure investigation of part that was returned to manufacture: the defective u1 on the air flow sensor printed circuit board assembly (pcba) created the air and oxygen flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 03apr2019, date rec¿d by MFR : 03apr2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The customer was sent a flow sensor assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.